Manufacturer narrative:
We have not received the device for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. The IFU provides the following warning related to the complications possible when using these devices: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot. Note: this is report 1 of 2 related to the first catheter used in the event. Report 1220948-2023-00129 was submitted for the second device involved in this event.

Event description:
It was reported tuftex over-the-wire embolectomy catheter balloon (x2) didn't inflate after being inserted into the patient's vessel. The balloon was inspected and found ruptured. No injury was reported to the patient. Note: this is report 1 of 2 related to the first catheter used in the event. Report 1220948-2023-00129 was submitted for the second device involved in this event.